Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours on their abdomen. As treatment, a new pod was applied. The device was originally reported for high blood glucose levels.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Corrosion was observed on multiple components of the pod including the printed circuit board (pcb) assembly, mechanism rails, and the bottom battery. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply; however, this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Due to the internal corrosion, a leak test was completed. A tear in the unexposed portion of the soft cannula was found, which resulted in fluid leaking inside the device. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. The unexposed soft cannula tear and resulting internal leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.